Event description:
It was further reported the patient underwent a 2nd pocket revision due dissatisfaction with the position of cls after 1st revision. System is operating perfectly. Therapy has been restored and the patient is completely satisfied.

Manufacturer narrative:
Additional information: section b5 - describe event or problem, section d4 - expiration date, section g - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The device remains implanted and therefore has not been returned for analysis. The patient reported experiencing discomfort at their closed loop stimulator pocket site due to weight loss. After the procedure, the patient reported adequate therapy. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Due to weight loss, a patient with an implanted evoke spinal cord stimulation (scs) system reported pocket site discomfort. A pocket revision of the closed loop stimulator (cls) was performed. Following the procedure, the patient reported to be receiving adequate therapy.